Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation. The patient's doctor recommended that the patient use desitin cream on the irritation and allow the area some time to air out after showering. After using the cream and allowing the area to dry out, the patient's irritation improved.